Event description:
The patient reported that the audio bolus button was intermittently responsive and the ok button was over responsive to button presses, which has caused boluses to cancel. The patient stated that the keypad was intact. The patient reportedly wore the pump in a pump skin on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on xx/xx/xxxx with the following findings: the keypad buttons and bolus button were found to be intermittently responding to presses. The keypad and bolus button cover was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.